Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. A counterfeit tamper seal was found on pump. The investigation found the device missing portion of bottom case seal. The pump event history showed a force sensor test error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during power up, check and test force sensor. Force sensor test error was found at power up and failed force sensor reading, at 0.00 lbs. The force sensor was out of calibration as a result of normal wear/drift. Pump is over 4 years old. The root cause of the reported issue was due to normal wear. The technician performed preventive maintenance (pm) and all functional testing which passed.

Event description:
It was reported that the device had an interconnect board issue. No patient injury was reported.